Manufacturer narrative:
(B)(4). Device evaluated by MFR: the hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed shaft was flattened for 15 cm in length with perforation at 5 cm distal from the collar, and a damaged tip which was oval-shaped. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable bases on device analysis completed on 16-oct-2017. It was reported that shaft got kinked. The target lesion was located in a coronary artery. A guidezilla¿ guide extension catheter was selected for use. During unpacking, it was noted that the guidezilla was kinked and twisted with the proximal section of the shaft flattened. The procedure was completed with another guidezilla¿ guide extension catheter. No patient complications were reported and patient's condition was stable. However, device analysis revealed a shaft perforation at 5cm distal from the collar on the guidezilla.